Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed, a transverse crack running all around the handle 1/2 in from the proximal end was observed. The complaint device was not received for evaluation. The most likely cause for the reported failure can be attributed to wear and tear.

Event description:
It was reported during a tka procedure, while impacting the ar-613-1 impactor cracked. No piece broke off from the device, and the case was completed without issue. See source data attached.